Event description:
It was reported to tyco/kendall healthcare in 04/05 that a customer had a problem with the 3.5fr urethane umbilical catheter. The customer reports "catheter not showing up on x-ray as previous".